Event description:
Complainant alleged that during functional testing, the device was unable to obtain an ECG signal via pads. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The customer's report was observed during review of the device logs. However, the device was put through extensive testing including without duplicating the report. An internal inspection resulted in no findings. The device was recertified and returned to the customer. The electrode pads used were returned and passed testing. The error was cleared for the log and did not reoccur. Analysis of reports of this type has not identified an increase in trend.